Event description:
Boston scientific crm received information that three days post implant the patient presented to the emergency room with muscle stimulation. A chest x-ray showed that the right atrial (ra) lead had dislodged. The ra lead was successfully repositioned and yielded normal lead diagnostics. No specific measurements were given and no additional adverse patient effects were reported. As the product remains in service, it will not be returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.